Event description:
It was reported that the left ventricular (lv) lead caused diaphragmatic stimulation and was programmed off the first three weeks after implant. Then the lead was programmed back on a different settings and no evidence of the stimulation was noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba1d4 ICD implanted: (B)(6) 2014; 6947m-62 lead implanted: (B)(6) 2014. (B)(4).